Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 102 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Customer reported that the wake button issue continues and customer is in the process of obtaining a new pump as current pump is out of warranty. Customer's blood glucose was 140 mg/dl.